Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient death occurred. It was reported that a farawave and a versacross connect access solution for faradrive were selected for use. Transseptal access was completed (two). Procedure was completed, ablation for 4 pulmonary veins with a total of 42 applications 5 isoproterenol infusion. Throughout the procedure the patient was hemodynamically and oxygenation stable, no complications noticed. The patient was supposed to recover under general anesthesia care after 50 protamine given. At the end of the procedure intracardiac ultrasound was used to view the pericardial space, and no significant pericardial effusion. The patient was sent to pacu (anesthesia post procedure evaluation) (bp 105/80, temp 36.1, resp 20, spo2 94%, pulse 84, hr 85bpm). Then nurse noted the patient to be severely diaphoretic and pale, blood pressure noted was 60/48, manual recheck 70/54, blood sugar at 286, then received bolus 500 ml of ns, and blood pressure was rechecked to be at 72/48. Since bp was still low, patient was still diaphoretic and pale. Patient was placed in trendelenburg, but unable to tolerate. Troponin series ordered and the cardiologist was called, which ordered 1l bolus, cbc, and echo to be done. One l bolus started and respiratory assess and treat placed patient requiring 2l of o2. Respiratory requested abg and order place. Hence, code was called, cardiologist was noted, since patient had cardiac arrest. Ten minutes prior to this patient was noted to be hypotensive blood pressure in the 80s was getting fluid bolus but no response. EKG did not show any evidence of stemi sinus rhythm. No evidence of groin bleed cbc and other labs were to be sent and a stat echocardiogram was ordered to rule out tamponade however patient had cardiac arrest. On telemetry patient gradually bradycardia down heart rate in the 20s then had junctional rhythm and possible vf in the 130s for short time then what appears to be sinus rhythm then asystole. CPR was done for about 30 minutes; no shocks were given as there was no shockable rhythm. An urgent call was made to the interventional cardiology team, so pericardiocentesis if there was evidence of tamponade, interventional cardiology team was present at bedside towards the end of the code. Attending intensivist was also at bedside. An urgent ultrasound was done during the code and showed a small pericardial effusion only in the subcostal view but nothing that could be safely tapped. Hence, after medical discussion with family member present, it was decided to terminate CPR and patient subsequently passed away. Presumed cause of death (chart lists): cardiac tamponade, but not confirmed by the physician, which believed to be extreme electrolyte toxicity. The devices were disposed. No issues were noted during transseptal access and no malfunction noted with versacross connect that was used. Physician does not believe transseptal access devices contributed to the event. The effusion seen on ice was the same prior to transseptal, immediately post transseptal, and at the conclusion of the case. Physician also pointed the qrs had widened prior to asystole as support of his suspicion. Heparin was administered after transseptal access and after physician re-assessed ice. Physician then ordered to give a loading bolus and initiate a heparin drip. Act was noted to be therapeutic at 320.

Event description:
It was reported that patient death occurred. It was reported that a farawave and a versacross connect access solution for faradrive were selected for use. Transseptal access was completed (two). Procedure was completed, ablation for 4 pulmonary veins with a total of 42 applications 5 isoproterenol infusion. Throughout the procedure the patient was hemodynamically and oxygenation stable, no complications noticed. The patient was supposed to recover under general anesthesia care after 50 protamine given. At the end of the procedure intracardiac ultrasound was used to view the pericardial space, and no significant pericardial effusion. The patient was sent to pacu (anesthesia post procedure evaluation) (bp 105/80, temp 36.1, resp 20, spo2 94%, pulse 84, hr 85bpm). Then nurse noted the patient to be severely diaphoretic and pale, blood pressure noted was 60/48, manual recheck 70/54, blood sugar at 286, then received bolus 500 ml of ns, and blood pressure was rechecked to be at 72/48. Since bp was still low, patient was still diaphoretic and pale. Patient was placed in trendelenburg, but unable to tolerate. Troponin series ordered and the cardiologist was called, which ordered 1l bolus, cbc, and echo to be done. One l bolus started and respiratory assess and treat placed patient requiring 2l of o2. Respiratory requested abg and order place. Hence, code was called, cardiologist was noted, since patient had cardiac arrest. Ten minutes prior to this patient was noted to be hypotensive blood pressure in the 80s was getting fluid bolus but no response. EKG did not show any evidence of stemi sinus rhythm. No evidence of groin bleed cbc and other labs were to be sent and a stat echocardiogram was ordered to rule out tamponade however patient had cardiac arrest. On telemetry patient gradually bradycardia down heart rate in the 20s then had junctional rhythm and possible vf in the 130s for short time then what appears to be sinus rhythm then asystole. CPR was done for about 30 minutes, no shocks were given as there was no shockable rhythm. An urgent call was made to the interventional cardiology team, so pericardiocentesis if there was evidence of tamponade, interventional cardiology team was present at bedside towards the end of the code. Attending intensivist was also at bedside. An urgent ultrasound was done during the code and showed a small pericardial effusion only in the subcostal view but nothing that could be safely tapped. Hence, after medical discussion with family member present, it was decided to terminate CPR and patient subsequently passed away. Presumed cause of death (chart lists): cardiac tamponade, but not confirmed by the physician, which believed to be extreme electrolyte toxicity. The devices were disposed. No issues were noted during transseptal access and no malfunction noted with versacross connect that was used. Physician does not believe transseptal access devices contributed to the event. The effusion seen on ice was the same prior to transseptal, immediately post transseptal, and at the conclusion of the case. Physician also pointed the qrs had widened prior to asystole as support of his suspicion. Heparin was administered after transseptal access and after physician re-assessed ice. Physician then ordered to give a loading bolus and initiate a heparin drip. Act was noted to be therapeutic at 320. It was further reported that the physician does not believe farawave is related to the event, it could be something like anesthesia, sedation, acidosis, electrolytes. The patient had no pre-existing cad or cardiomyopathy. Pre-procedure ef 60-65% on tee. Patient was intubated for procedure. Ckd 3 pre-existing renal disease. Osa was the only pre-existing respiratory disease. 50mg of protamine given at end of procedure. The suspected cause of electrolyte toxicity. As per the physician, because the qrs was widened - and no acute mi or ischemia - with widened qrs it points to a chemical issue.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the electrolyte imbalance, asystole, bradycardia, ventricular fibrillation, pericardial effusion, cardiac arrest, death, arrhythmia and procedural related side effects are known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplates the adverse events related to death, arrhythmia, cardiac arrest and procedural related side effects. There is no evidence that any updates to the document are required at this time. Risk review: a risk review performed for the farawave device confirmed that the events of electrolyte imbalance, asystole, bradycardia, ventricular fibrillation, pericardial effusion, cardiac arrest, death, arrhythmia and procedural related side effects are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Electrolyte imbalance is considered within the risk threshold of procedural related side effects, asystole is considered within the risk threshold of cardiac arrest and bradycardia and ventricular fibrillation are considered within the risk threshold of arrhythmia. Pericardial effusion, cardiac arrest, death, arrhythmia and procedural related side effects are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient death occurred. It was reported that a farawave and a versacross connect access solution for faradrive were selected for use. Transseptal access was completed (two). Procedure was completed, ablation for 4 pulmonary veins with a total of 42 applications 5 isoproterenol infusion. Throughout the procedure the patient was hemodynamically and oxygenation stable, no complications noticed. The patient was supposed to recover under general anesthesia care after 50 protamine given. At the end of the procedure intracardiac ultrasound was used to view the pericardial space, and no significant pericardial effusion. The patient was sent to pacu (anesthesia post procedure evaluation) (bp 105/80, temp 36.1, resp 20, spo2 94%, pulse 84, hr 85bpm). Then nurse noted the patient to be severely diaphoretic and pale, blood pressure noted was 60/48, manual recheck 70/54, blood sugar at 286, then received bolus 500 ml of ns, and blood pressure was rechecked to be at 72/48. Since bp was still low, patient was still diaphoretic and pale. Patient was placed in trendelenburg, but unable to tolerate. Troponin series ordered and the cardiologist was called, which ordered 1l bolus, cbc, and echo to be done. One l bolus started and respiratory assess and treat placed patient requiring 2l of o2. Respiratory requested abg and order place. Hence, code was called, cardiologist was noted, since patient had cardiac arrest. Ten minutes prior to this patient was noted to be hypotensive blood pressure in the 80s was getting fluid bolus but no response. EKG did not show any evidence of stemi sinus rhythm. No evidence of groin bleed cbc and other labs were to be sent and a stat echocardiogram was ordered to rule out tamponade however patient had cardiac arrest. On telemetry patient gradually bradycardia down heart rate in the 20s then had junctional rhythm and possible vf in the 130s for short time then what appears to be sinus rhythm then asystole. CPR was done for about 30 minutes; no shocks were given as there was no shockable rhythm. An urgent call was made to the interventional cardiology team, so pericardiocentesis if there was evidence of tamponade, interventional cardiology team was present at bedside towards the end of the code. Attending intensivist was also at bedside. An urgent ultrasound was done during the code and showed a small pericardial effusion only in the subcostal view but nothing that could be safely tapped. Hence, after medical discussion with family member present, it was decided to terminate CPR and patient subsequently passed away. Presumed cause of death (chart lists): cardiac tamponade, but not confirmed by the physician, which believed to be extreme electrolyte toxicity. The devices were disposed. No issues were noted during transseptal access and no malfunction noted with versacross connect that was used. Physician does not believe transseptal access devices contributed to the event. The effusion seen on ice was the same prior to transseptal, immediately post transseptal, and at the conclusion of the case. Physician also pointed the qrs had widened prior to asystole as support of his suspicion. Heparin was administered after transseptal access and after physician re-assessed ice. Physician then ordered to give a loading bolus and initiate a heparin drip. Act was noted to be therapeutic at 320. It was further reported that the physician does not believe farawave is related to the event, it could be something like anesthesia, sedation, acidosis, electrolytes. The patient had no pre-existing cad or cardiomyopathy. Pre-procedure ef 60-65% on tee. Patient was intubated for procedure. Ckd 3 pre-existing renal disease. Osa was the only pre-existing respiratory disease. 50mg of protamine given at end of procedure. The suspected cause of electrolyte toxicity. As per the physician, because the qrs was widened - and no acute mi or ischemia - with widened qrs it points to a chemical issue.

Manufacturer narrative:
Correction to the initial MDR in block(s) in block patient codes (f10 and h6), in sections f - user facility/importer report information and h - device manufacturers only, and common device name (d2a), in section d - suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient death occurred. It was reported that a farawave and a versacross connect access solution for faradrive were selected for use. Transseptal access was completed (two). Procedure was completed, ablation for 4 pulmonary veins with a total of 42 applications 5 isoproterenol infusion. Throughout the procedure the patient was hemodynamically and oxygenation stable, no complications noticed. The patient was supposed to recover under general anesthesia care after 50 protamine given. At the end of the procedure intracardiac ultrasound was used to view the pericardial space, and no significant pericardial effusion. The patient was sent to pacu (anesthesia post procedure evaluation) (bp 105/80, temp 36.1, resp 20, spo2 94%, pulse 84, hr 85bpm). Then nurse noted the patient to be severely diaphoretic and pale, blood pressure noted was 60/48, manual recheck 70/54, blood sugar at 286, then received bolus 500 ml of ns, and blood pressure was rechecked to be at 72/48. Since bp was still low, patient was still diaphoretic and pale. Patient was placed in trendelenburg, but unable to tolerate. Troponin series ordered and the cardiologist was called, which ordered 1l bolus, cbc, and echo to be done. One l bolus started and respiratory assess and treat placed patient requiring 2l of o2. Respiratory requested abg and order place. Hence, code was called, cardiologist was noted, since patient had cardiac arrest. Ten minutes prior to this patient was noted to be hypotensive blood pressure in the 80s was getting fluid bolus but no response. EKG did not show any evidence of stemi sinus rhythm. No evidence of groin bleed cbc and other labs were to be sent and a stat echocardiogram was ordered to rule out tamponade however patient had cardiac arrest. On telemetry patient gradually bradycardia down heart rate in the 20s then had junctional rhythm and possible vf in the 130s for short time then what appears to be sinus rhythm then asystole. CPR was done for about 30 minutes, no shocks were given as there was no shockable rhythm. An urgent call was made to the interventional cardiology team, so pericardiocentesis if there was evidence of tamponade, interventional cardiology team was present at bedside towards the end of the code. Attending intensivist was also at bedside. An urgent ultrasound was done during the code and showed a small pericardial effusion only in the subcostal view but nothing that could be safely tapped. Hence, after medical discussion with family member present, it was decided to terminate CPR and patient subsequently passed away. Presumed cause of death (chart lists): cardiac tamponade, but not confirmed by the physician, which believed to be extreme electrolyte toxicity. The devices were disposed. No issues were noted during transseptal access and no malfunction noted with versacross connect that was used. Physician does not believe transseptal access devices contributed to the event. The effusion seen on ice was the same prior to transseptal, immediately post transseptal, and at the conclusion of the case. Physician also pointed the qrs had widened prior to asystole as support of his suspicion. Heparin was administered after transseptal access and after physician re-assessed ice. Physician then ordered to give a loading bolus and initiate a heparin drip. Act was noted to be therapeutic at 320.

Manufacturer narrative:
Correction to the initial MDR in block(s) in block patient codes (f10 and h6), in sections f - user facility/importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient death occurred. It was reported that a farawave and a versacross connect access solution for faradrive were selected for use. Transseptal access was completed (two). Procedure was completed, ablation for 4 pulmonary veins with a total of 42 applications 5 isoproterenol infusion. Throughout the procedure the patient was hemodynamically and oxygenation stable, no complications noticed. The patient was supposed to recover under general anesthesia care after 50 protamine given. At the end of the procedure intracardiac ultrasound was used to view the pericardial space, and no significant pericardial effusion. The patient was sent to pacu (anesthesia post procedure evaluation) (bp 105/80, temp 36.1, resp 20, spo2 94%, pulse 84, hr 85bpm). Then nurse noted the patient to be severely diaphoretic and pale, blood pressure noted was 60/48, manual recheck 70/54, blood sugar at 286, then received bolus 500 ml of ns, and blood pressure was rechecked to be at 72/48. Since bp was still low, patient was still diaphoretic and pale. Patient was placed in trendelenburg, but unable to tolerate. Troponin series ordered and the cardiologist was called, which ordered 1l bolus, cbc, and echo to be done. One l bolus started and respiratory assess and treat placed patient requiring 2l of o2. Respiratory requested abg and order place. Hence, code was called, cardiologist was noted, since patient had cardiac arrest. Ten minutes prior to this patient was noted to be hypotensive blood pressure in the 80s was getting fluid bolus but no response. EKG did not show any evidence of stemi sinus rhythm. No evidence of groin bleed cbc and other labs were to be sent and a stat echocardiogram was ordered to rule out tamponade however patient had cardiac arrest. On telemetry patient gradually bradycardia down heart rate in the 20s then had junctional rhythm and possible vf in the 130s for short time then what appears to be sinus rhythm then asystole. CPR was done for about 30 minutes, no shocks were given as there was no shockable rhythm. An urgent call was made to the interventional cardiology team, so pericardiocentesis if there was evidence of tamponade, interventional cardiology team was present at bedside towards the end of the code. Attending intensivist was also at bedside. An urgent ultrasound was done during the code and showed a small pericardial effusion only in the subcostal view but nothing that could be safely tapped. Hence, after medical discussion with family member present, it was decided to terminate CPR and patient subsequently passed away. Presumed cause of death (chart lists): cardiac tamponade, but not confirmed by the physician, which believed to be extreme electrolyte toxicity. The devices were disposed. No issues were noted during transseptal access and no malfunction noted with versacross connect that was used. Physician does not believe transseptal access devices contributed to the event. The effusion seen on ice was the same prior to transseptal, immediately post transseptal, and at the conclusion of the case. Physician also pointed the qrs had widened prior to asystole as support of his suspicion. Heparin was administered after transseptal access and after physician re-assessed ice. Physician then ordered to give a loading bolus and initiate a heparin drip. Act was noted to be therapeutic at 320.